Manufacturer narrative:
On nov 20, 2021, mentor received an updated date of implantation of (B)(6) 2018 from the patient via an additional information request.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient had undergone a bilateral breast augmentation revision surgery with implantation of two 475cc mentor memorygel breast prostheses. Post-operatively, the patient indicated that they experienced pain in her left breast, described as a pinching or snapping sensation. The pain has progressively increased and feels like it is tugging. Additionally, a bilateral device migration was indicated as the patient relayed the devices are out of place and feel like they are moving towards their back. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis.